Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a touch screen problem. It was impossible to calibrate the screen making it impossible to use.

Event description:
It was reported by the getinge field service engineer (fse) that during preventive maintenance cardiosave intra-aortic balloon pump (iabp) was impossible to calibrate the screen making it impossible to use. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d5, d8, d9 (device available for eval, return to manufacture date), d10, e1 ((initial reporter, event site email), e2, e3, e4, g1 (contact person ¿ mfg site), g2, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed that the touchscreen does not calibrate. The fse completed a touchscreen change and test unit on a balloon and it tested ok. Preventative maintenance has been done and device functional. The failure analysis and testing dept. Received part touchscreen assy with a reported unit failure of, it was impossible to calibrate the touchscreen. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed touchscreen assy. Into the cardiosave test fixture, and tested the display to factory specifications per procedure and the cardiosave service manual. The fat was able to replicate the complaint of not being able to calibrate the touchscreen. The touchscreen failed testing. Retaining the touchscreen in the fat per procedure. The most probable root cause for the reported failure is component reliability.